Event description:
It was reported that the customer was hospitalized due to elevated blood glucose (bg) levels. Customer did not provide a bg value. Reportedly, the customer was not monitoring and actively treating bg levels. It was noted that the customer ignored all reminders and alerts prior to being hospitalized. Customer was admitted to the intensive care unit, and treated through intravenous insulin and fluids. Customer was released from the hospital on (B)(6) 2016. Upon being released from the hospital it was reported that the reported issue had been resolved and there was no permanent damage to the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized due to elevated blood glucose (bg) levels. Customer did not provide a bg value. Reportedly, the customer was not "monitoring and actively treating bg levels. It was noted that the customer ignored all reminders and alerts prior to being hospitalized. Customer was admitted to the intensive care unit, and treated through intravenous insulin and fluids. Customer was released from the hospital on (B)(6) 2016.